Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an left ventricular lead revision, an insulation defect at the proximal end of the right ventricular (rv) lead was observed. All rv electrical values were within range prior to the surgery. The rv lead was explanted and replaced. The patient's condition was stable before, during, and after the procedure.